Manufacturer narrative:
UDI: the part number was unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The brand name, catalog number, serial number and device manufacture date were unknown. Concomitant medical products: burr devices, motor device, attachment devices. (B)(4). PMA/510(k) number was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is associated with report numbers:1045834-2018-52272, 1045834-2018-52273 and 1045834-2018-52274.

Event description:
This is report 4 of 4 for the same event: it was reported from (B)(6) that after the removal a cerebellopontine angle meningioma using the motor device, the point of attachment at the porus acusticus internus was milled out at first with a 4mm burr device. It was reported that the burr had to be extended with the 2mm version of the burr device. According to the reporter, the ¿extended¿ version with an elongated shaft attachment was necessary for milling, as otherwise, one had no view on ¿it¿ because of the thickness of the shaft in case of small milling head diameter. It was reported that the shaft ¿sucked the thread of an absorbing cotton¿, which then rotated through the burr device and caused an injury to the sinus. It was reported that thereafter, during hemostasis, a malignant brain edema formed. According to the report, as a consequence, the patient expired. The reporter stated that the trigger of the chain of complications was the capturing of the thread by the burr. Which, according to the reporter, was caused only by the inadequately protected extended shaft attachment. The reporter indicated that the reason for the event was because of the long exposed shaft of the milling insert. The reporter further stated that the ¿milling¿ reacted late on the foot pedal device. The reporter stated that the foot pedal released immediately, which led to the stopping of the milling. According to the reporter, the issue did not exist at the beginning of use of the devices. The customer alleged that "critical is the shaft of milling operations during operation in the depth of the base of the skull, also this missing instant stop function when the stop of the pedal". It was reported that the ¿extended¿ milling attachments were no longer used. There was patient involvement reported. It was reported that the patient had no co-existing medical conditions and was ¿well up to the tumor¿. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The procode and common device name were incorrect in the initial report. The information has been updated accordingly. The brand name, catalog number, serial number, device manufacture date and 510(k) number were unknown in the initial report. The device information has been identified and updated accordingly. The UDI has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once quality engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. The stop time (534 ms) of the handpiece device (eg1a) and the foot control device (e-fp-dir) were measured and the stop time was determined to be within the design specification (450 ±100 ms). Therefore, the reported condition was not confirmed. However, during investigation, additional failures were observed. A visual and functional assessment was performed on the device which found that it passed the manual rpm (revolutions per minute); however, the device failed pretest for forward to reverse and reverse to forward control on the foot pedal. It was determined that the cable/cord/wiring and cable assembly were damaged, and the cable/cord was defective. It was determined that the issue related to the cable/cord assembly was consistent with user error. It was further determined that the damaged cord was what caused the foot pedal to fail the forward and reverse control. It was determined that the damaged cable/cord was caused by mishandling of the device by exerting extreme force on the cord during cleaning or during device use (user error). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date has been updated from 2/16/2016 to 1/18/2016. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.